Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer recently had his pump replaced, put the settings and now getting high blood glucose. The customer's blood glucose was over 400mg/dl. The customer also mentioned his blood glucose dropped to 60mg/dl; treated with snacks but blood glucose did not change. Customer put his device on suspend. The customer declined troubleshooting, he's now back up to 140mg/dl. The customer was advised the device will be replaced.